Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015. The patient's ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported his ipg is unable to communicate with external devices and the programmer displays a communication error message. Also, the pt indicated he has not charged his ipg in approximately 6-8 months. The sjm representative met with the pt and confirmed the issue. Patient is to consult with his physician regarding undergoing surgical intervention as the next course of action.